Event description:
Spontaneous. Patient reports pump serial number (B)(4) is alarming with no disposable pump won't run. Explained this is usually a cassette issue and patient stated that this also happened a couple of nights ago (date unknown) and he made a new cassette to resolve. Patient is going to make another cassette and will report back to pharmacy with any further issues. Patient did not have cassette lot number available. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace device? No; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.